Event description:
It was reported that the needle retraction button did not work. During the IV insertion, it was observed that the safety button was non-functional. Damage or injury presented to the patient: none.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Correction: complaint reviewed and annex a code was changed. Updated in imdrf annex a grid (1).

Event description:
No additional information.